Event description:
It was reported that there were concerns the cardiac resynchronization therapy defibrillator (crt-d) was experiencing premature battery depletion (pbd). It was noted that the device longevity depleted more than 5 years within 6 months. In addition, technical services (ts) confirmed that there were no atrial rates, changes in outputs, and shocks delivered. Ts confirmed via data analysis that the device was exhibiting pbd and recommended the device be replaced within 90 days. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the cardiac resynchronization therapy defibrillator (crt-d) was experiencing premature battery depletion (pbd). It was noted that the device longevity depleted more than 5 years within 6 months. In addition, technical services (ts) confirmed that there were no atrial rates, changes in outputs, and shocks delivered. Ts confirmed via data analysis that the device was exhibiting pbd and recommended the device be replaced within 90 days. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns the cardiac resynchronization therapy defibrillator (crt-d) was experiencing premature battery depletion (pbd). It was noted that the device longevity depleted more than 5 years within 6 months. In addition, technical services (ts) confirmed that there were no atrial rates, changes in outputs, and shocks delivered. Ts confirmed via data analysis that the device was exhibiting pbd and recommended the device be replaced within 90 days. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns the cardiac resynchronization therapy defibrillator (crt-d) was experiencing premature battery depletion (pbd). It was noted that the device longevity depleted more than 5 years within 6 months. In addition, technical services (ts) confirmed that there were no atrial rates, changes in outputs, and shocks delivered. Ts confirmed via data analysis that the device was exhibiting pbd and recommended the device be replaced within 90 days. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.